Event description:
It was reported that the patient exhibited symptoms of discomfort and distress due to being inappropriately shocked and received inappropriate anti-tachycardia pacing by their implantable cardioverter defibrillator (ICD) due to incorrect interpretation of signal. Programming changes were made. The patient was eventually stable.